Manufacturer narrative:
The customer reported probla review of the device history record for sn (B)(6) was performed from date of manufacture to present date 10/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Em was confirmed.

Event description:
It was reported that the device received an alarm - error code message. No patient involvement was noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. No patient involvement was noted.